Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The cement would not mix..

Manufacturer narrative:
The product associated with this report was not returned. Retained samples from the reported lot code were tested and all results are within specification and the product performed as expected. A root cause cannot be determined as the reported problem was not replicated with the testing of the retained samples. However, the conditioning and storage of the samples and operating theatre temperature could potentially have influenced the mix experienced: no product problem has been identified therefore no corrective action is required. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.